Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Catching gums [gingival injury]. Brush head disintegrated, kept catching gums [injury associated with device]. Brush head disintegrated in mouth [device breakage]. Case description: a male consumer of unspecified age reported that the oral-b power oral care refills precision clean disintegrated in his mouth while used with an oral-b rechargeable toothbrush, version unknown. He explained that the brush head came in a pack of 4, and it kept catching his gums, which he stated didn't really bother him. This was not the first time he had used these precision clean brush heads. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 14-jul-2016 product investigation results: reporter returned one toothbrush head on 16-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Catching gums [gingival injury], brush head disintegrated, kept catching gums [injury associated with device], brush head disintegrated in mouth [device breakage], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that the oral-b power oral care refills precision clean disintegrated in his mouth while used with an oral-b rechargeable toothbrush, version unknown. He explained that the brush head came in a pack of 4, and it kept catching his gums, which he stated didn't really bother him. This was not the first time he had used these precision clean brush heads. The case outcome was unknown. No further information was provided.